Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator failed pre-use check. According to the technician's statement, the ventilator generated a technical error codes indicating turbine module communication error and internal test failure during pre-use check (puc) occurred. Reported issues were reproduced during on-site visit. Turbine module was replaced. The device passed pre-use check and was delivered to the user in working condition. Technical error 3 indicates a power error. It activates, when -12 v too high, i.e. > -10.8 v. The turbine generates the inspiratory air gas flow (max. 240 l/min). It generates the air flow and pressure from the surrounding air. This air flow is then mixed together with the o2 flow from the o2 gas module. Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to turbine.

Event description:
Manufacturer's ref. #: (B)(4).